Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the trial procedure the patient was admitted to the hospital due to urinary retention. The patient also developed an infection and the leads were removed. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful.

Event description:
Follow-up indicated that the physician believes the urinary issues where due to the medication used for sedation.